Event description:
It was reported patient underwent a transforaminal lumbar interbody fusion (tlif) (l4/5) for spondylolisthesis on (B)(6) 2024. In the surgery, when the surgeon turned the inserter down to attach it to the cage, it fell to the floor where the shaft slid straight out. A new product was used. The surgery was completed successfully with no surgical delay. After the surgery, it was confirmed that the tip of the handle side of the shaft was missing, which remained inside the handle and could not be grasped at all. It is unknown at what point the breakage occurred. Patient was stable. This report is for a t-pal spacer applicator knob. This is report 2 of 3 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there were no damage or defect with the applicator knob, only was observed a fragment of the proximal coupling connection mating device stuck on the knob hole. Broken condition was not observed and no other issues were identified. A dimensional inspection and functional evaluation was not performed due to post manufacturing damage. The overall complaint was not confirmed as the observed condition of the applicator knob would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.812.004, lot # l177239, manufacturing site: werk hagendorf, release to warehouse date : 28 dec 2016, expiration date: n/a, supplier: - n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.